Manufacturer narrative:
One unknown zd implant was not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk file. Pre-existing conditions, tooth location and duration of placement are unknown due to limited information provided by the customer. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture were not provided by customer. Appropriate documentation was reviewed. DHR and complaint history review could not be performed for the products reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information device malfunction and the reported event could not be verified since the product was not returned. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant fractured. No tooth no patient reported. Also reported that the implant was sheared/broken and indicated that they may try to save the implant.